Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and asthma ('asthma') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had never experienced asthma or had any allergy issues to speak of. Her periods were regular and tended to last four days when she was not using oral contraceptives. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), asthma (seriousness criterion medically significant) with dyspnoea, menorrhagia ("her menstrual periods last at least seven (7) days and are very heavy / heavy bleeding"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), rash ("rashes"), anosmia ("loss of her sense of smell"), ageusia ("loss of her sense of taste"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune disorder"), loss of taste ("loss of taste") and loss of smell ("loss of smell") and was found to have allergy test positive ("positive for a nickel allergy"). At the time of the report, the dysmenorrhoea, asthma, menorrhagia, menstruation irregular, dyspareunia, alopecia, rash, anosmia, ageusia, fatigue and allergy test positive had not resolved and the hypersensitivity, autoimmune disorder, loss of taste and loss of smell outcome was unknown. The reporter considered ageusia, allergy test positive, alopecia, anosmia, asthma, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstruation irregular, rash, loss of smell and loss of taste to be related to essure. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received - hypersensitivity and auto immune were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.